Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since friday they don't think the therapy was working at all. Patient said they sat down in a chair and it felt like it hurt where the implant was and after that it just hasn't worked and they have been peeing all over the place and had diarrhea today. Agent asked patient if they have felt any relief in their symptoms since they were implanted and patient said they did first but then they lost the therapy benefit that they had at the beginning. Patient mentioned that before they could feel the implant with their hand but after they sat on a hard surface they can't feel it anymore and it feels like it moves someplace. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has an appointment with the family doctor today and they will contact hcp tomorrow to check the situation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp).the hcp reported that it was unknown of the cause of the patient being able to feel the implant with their hand determined and they didn't know the most likely cause or contributed to the issue and the patient was seeing device manufacturing representative (rep).the issue was not yet resolved. The cause of the patient feeling the implant move after they sat on a hard surface was not determined and the patient was seeing device manufacturing representative (rep). The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.